Event description:
A caller reported a high blood glucose event. Specific values for blood glucose levels were not provided, only that it was displayed as "high." The customer attempted to manage the high glucose level by using a correction bolus via the pump. The control iq feature was turned off, and no additional technical support actions were taken as the customer declined further assistance and ended the call.